Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that there was a leak at the headset of the patient's infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Product was not returned.